Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) is demonstrating charge times in excess of 23 seconds and has displayed an elective replacement indicator (eri). The health care provider (hcp) caller was inquiring whether or not this is a case of premature battery depletion and if this device should be replaced even though the battery monitoring voltage level is still 'good'.